Event description:
It was reported that the procedure was to treat an arterial trunk lesion that had mild calcified and with chronic total occlusion. An attempt was made to cross the lesion with a non-abbott guide wire, but it would not cross. A winn 200t guide wire was used with a 2.5 x 40 x 90 .014" armada as a support catheter and there was difficulty crossing the lesion and the proximal end of the guide wire was pushed through the proximal end of the catheter tip nearly separating it. There was no resistance felt during advancing or removing the catheter on the guide wire. An unspecified device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The tear in the tip was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.